Event description:
The doctor claims that after the graft was implanted as an aortic-bifemoral graft, it leaked approximately 50cc of blood through a hole in its bifurcation. The hole was repaired with 4-0 prolene sutures and the graft became blood-tight. The graft was left in. The pt's post-operative condition is good.